Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After the sheath was inserted into the patient¿s body, the entire structure of the hemostatic valve had fallen off. Reverse blood and air contamination were not confirmed. The sheath was exchanged. The procedure was completed without patient's consequence. Additional information was received on the event. The hemostasis valve broke or separated. It did not break into two or more separate pieces. The hemostatic valve was dislodged in the hub. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The device evaluation was completed on 29-may-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After the sheath was inserted into the patient¿s body, the entire structure of the hemostatic valve had fallen off. Reverse blood and air contamination were not confirmed. The sheath was exchanged. The procedure was completed without patient's consequence. Additional information was received on the event. The hemostasis valve broke or separated. It did not break into two or more separate pieces. The hemostatic valve was dislodged in the hub. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 21-jun-2022, noted a correction to follow-up #2 as missing the h6. Device manufacture date. Therefore, processed accordingly.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).